Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens, but the plunger overrode and tore the lens. There was no pt contact. Another lens was implanted. The reporter stated that the cause of the lens tearing was due to a loading error. An amo injection system was used with this lens. This is one of two lenses used on this pt - see MFR report # 2023826-2007-01824.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found the lens stuck in another MFR's cartridge. There was evidence of clear surgical residue.